Event description:
A (B)(6) male patient with ureterostenosis underwent stent implantation from renal pelvis to bladder. The stent was implanted on (B)(6) 2013. Patient had a inspection on (B)(6) 2013 and intent to replace a new stent. The stent broke into 2 pieces while operator was retrieving the stent by cystoscope. The additional procedure on (B)(6) 2013 was required to remove the broken part of stent which left at the location from renal pelvis to bladder by percutaneous renal operation. Patient claims the charge of the additional procedure and additional stent. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.